Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was not analyzed due to the device meeting its expected longevity.

Event description:
It was reported that the device exhibited no telemetry, and was at elective replacement indicators (eri). The device was explanted and replaced. During the device change out, the right ventricular (rv) lead exhibited current leakage from the ring to the coil conductor. The lead was capped and replaced. No patient complications have been reported as a result of this event.